Event description:
Pt underwent right total knee arthroscopy. While placing the implant during the procedure, the impactor handle broke into 3 pieces (2 large & 1 small). The operative site was manually searched and flushed. An x-ray showed the plastic components of the prosthetic joint, but did not show any other foreign bodies. It appears that the pt did not sustain any injuries.